Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a cracked top case. The event history log revealed a force sensor test failure. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that a combination of the main pcb, interconnec pcb, and the plunger cable were the cause of the problem. To address the issue the main pcb, interconnec pcb, and the plunger cable were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported the device exhibited a force sensor test failure. Patient involvement is unknown.